Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a button hole defect noticed in the left eye during flap creation. Treatment was postponed. Patient will return for photorefractive keratectomy.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum and the energy tests were performed without any issue. The ablation test was performed successfully and without problems, but the ablation test image is blacked out because the microscope illumination was not turned on, therefore the ablation test image does not show any steps between the orientation lines. The logfile shows that the user performed two energy checks at system startup and then performed thirty two treatments without further energy check at that day. The energy was stable between (B)(6) 2022 and (B)(6) 2022. No treatment report was provided, hence all treatments of the day were reviewed. All treatments were finished successfully. No relevant deviation between planed and performed energy is detectable for the reported treatment. No technical root cause could be identified. A root cause for the customers reported event could not be determined conclusively. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).